Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a cc4204a, +19.50 diopter, intraocular lens would not unfold once implanted. The lens was removed and the backup lens was implanted intraoperatively. There was no patient injury.